Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user requested to speak with the field team regarding repeated hypoglycemia. The user reported lows occurring both with usual and ¿less than¿ meal announcements, most recently a blood glucose (bg) of 51 mg/dl, accompanied by dizziness, cloudy thinking, and shakiness. Troubleshooting revealed that the user typically treats with glucose gummies or watermelon; however, the standard 15g fast-acting carbohydrate treatment does not fully stabilize bg, requiring additional carbs. Bg stabilizes after 30 minutes. Resolution involved escalation to the field team for clarification, including review of potential factory reset (fr) and coordination with tanner clinic. No medical intervention reported at the time of call.